Event description:
A customer contacted stryker to report that the pads were arcing and caught fire during patient care. As a result, defibrillation therapy would not be available, if needed. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Stryker evaluated the customer's device and was unable to duplicate the reported issue. The electrode was not returned for evaluation. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.